Event description:
Patient required intubation for respiratory failure secondary to covid pneumonia. I performed the intubation which went uncomplicated on first pass. End-tidal carbon dioxide (etco2) was positive and bilateral breath sounds were present. Bag-valve-mask (bvm) bought o2 sat to low 90's. A c1 ventilator was attached and problems began. Initially the ventricular tachycardia (vt) was off with vt way too large and later too small. Default settings were also not set to the agreed upon inspiratory:expiratory ratio (I:e) of 1:2 but still set to 1:4. The patient continued to desaturate on the ventilator and began to bradycardia (brady) down to pulseless electrical activity (pea) arrest. Code blue was called and return of spontaneous circulation (rosc) was obtained with advanced cardiovascular life support (acls). Patient continued to remain hypoxic on the c1 ventilator with return of pea. Rosc again was attained. I demanded for a different ventilator. Eventually o2 sat came up to 90% with a hamilton g5.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems no, 2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag over 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the user may have not respond properly to the high-pressure alarms. Therefore, the root cause was determined to be a potential user error. In consequence medical staff of the affected medical center was retrained in the operation of the hamilton-c1. There was reported patient harm due to desaturation leading to cardiac arrest.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. Reported by user within us. Report reference 0500400000-2020-8017. It was stated by complainant as follows: "patient required intubation for respiratory failure secondary to covid pneumonia. I performed the intubation which went uncomplicated on first pass. End-tidal carbon dioxide (etco2) was positive and bilateral breath sounds were present. Bag-valve-mask (bvm) bought o2 sat to low 90's. A c1 ventilator was attached and problems began. Initially the ventricular tachycardia (vt) was off with vt way too large and later too small. Default settings were also not set to the agreed upon inspiratory:expiratory ratio (I:e) of 1:2 but still set to 1:4. The patient continued to desaturate on the ventilator and began to bradycardia (brady) down to pulseless electrical activity (pea) arrest. Code blue was called and return of spontaneous circulation (rosc) was obtained with advanced cardiovascular life support (acls). Patient continued to remain hypoxic on the c1 ventilator with return of pea. Rosc again was attained. I demanded for a different ventilator. Eventually o2 sat came up to 90% with a hamilton g5." The issue is not likely to be serious to public health but is likely to cause serious injury or death to patient. Furthermore is the issue not likely to be serious to public health but could cause serious injury or death if it were to reoccur.

Event description:
Patient required intubation for respiratory failure secondary to covid pneumonia. I performed the intubation which went uncomplicated on first pass. End-tidal carbon dioxide (etco2) was positive and bilateral breath sounds were present. Bag-valve-mask (bvm) bought o2 sat to low 90's. A c1 ventilator was attached and problems began. Initially the ventricular tachycardia (vt) was off with vt way too large and later too small. Default settings were also not set to the agreed upon inspiratory:expiratory ratio (I:e) of 1:2 but still set to 1:4. The patient continued to desaturate on the ventilator and began to bradycardia (brady) down to pulseless electrical activity (pea) arrest. Code blue was called and return of spontaneous circulation (rosc) was obtained with advanced cardiovascular life support (acls). Patient continued to remain hypoxic on the c1 ventilator with return of pea. Rosc again was attained. I demanded for a different ventilator. Eventually o2 sat came up to 90% with a hamilton g5.